Event description:
It was reported that an atrial lead warning was triggered for high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2011 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Atrial pacing impedance, 13,000 high impedance paces in last 439 days (since atrial lead warning). The analyst commented atrial lead warning on (B)(6) 2011, 439 days before this file was saved. 13,737 high impedance atrial paces (30/day) and 175 atrial short intervals. No high rate or mode switch episodes. Impedance, sensing, and thresholds are all stable over last 60 weeks. It was also noted that there were 175 atrial short intervals.